Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was recommended for replacement to resolve the issue. No patient information provided to date after calls to customer on (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.